Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 22-aug-2019 with the following findings: the complaint regarding the pump not showing ez cab total was reported on (B)(6)2017; according to the pump history the pump was in use until (B)(6)2018. Due to continued use, all bolus and delivery history has been overwritten for the time of complaint. Using the patient¿s ez carb setting of 1 u per 9 grams of carbs, 9 g. Were entered into the ez carb bolus feature; the pump calculated a total of 1 unit and displayed in bolus total. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 12 hours with no issues occurring. The pump history accurately recorded. The complaint of a history settings issue was not duplicated during investigation. Unrelated to the original complaint, investigation revealed a crack in the battery compartment and a dim, discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the ezcarb feature did not function appropriately. Troubleshooting could not be completed and no further information was received. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.